Event description:
Customer reportedly did not install the absorber prior to the start of the case, resulting in a sizeable leak. The leak affected the ability to sufficiently ventilate the patient. There was no reported patient injury. Investigation/conclusion: a preoperative check of the equipment, such as the FDA checkout recommendations or as stated in the (B) (4) user reference manual, is designed to pick up such a condition.

Manufacturer narrative:
.